Manufacturer narrative:
(B)(4). Reported event was confirmed with medical records provided and reviewed. Review of the available records identified the following: revision op notes identified patient was revised due to the failed metal on metal hip. The patient has metallosis and serial chromium and cobalt assays have shown increasing metal iron level from the blood. The acetabular component was tested and found to be in a stable condition. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to allegations of debilitating pain, metallosis, elevated ion levels, and difficulty ambulating. No further event information available at the time of this report.